Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets leaked. The issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6), reported as "over the weekend." G1: the device was manufacture at one of the following facilities: baxter healthcare - cartago; 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial; cartago 30106; costa rica. Baxter healthcare - dominican republic; carretera sanchez km 18.5 ; parque industrial itabo, piisa; haina, san cristobal 91000; dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.